Manufacturer narrative:
Ref: doi.org/10.1038/s41598-023-50511-8 a2: average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a literature article reporting a study that evaluated the outcomes of a bare metal stent (bms), dcb alone, atherectomy plus a drug coated balloon (at+dcb) and at alone for the treatment of femoropopliteal artery occlusion. Four groups were included in this retrospective cohort study: 119 patients underwent the bms procedure, 89 patients underwent dcb alone, 52 patients underwent at+dcb, and 61 patients underwent at alone. Patients were followed-up at 1, 6, 12 and 24 months after the procedure. Three different at devices were used in this study: 65 patients (30 with dcb) underwent the laser atherectomy procedure (non-medtronic), 21 patients (10 with dcb) underwent the directional atherectomy with medtronic's turbo-hawk device and 27 patients (12 with dcb) underwent the rotational atherectomy procedure (non-medtronic). All patients completed the endovascular procedure, and the technical success rate was 100%. Perforation and distal embolization occurred in the at and dcb procedure. Perforation was treated via stent angioplasty, and distal embolization was treated via a thrombus aspiration catheter. Follow up data for the groups treated with atherectomy (at+dcb group and at alone) reported 3 cases of distal embolization, 2 perforation, 1 bleeding, 3 hematoma, 21 restenosis, 18 cd-tlr, 4 amputations, 5 stokes, 5 mis.